Manufacturer narrative:
Device evaluated by MFR: the pipeline flex pushwire and the marksman catheter were returned for evaluation within its outer carton; inside of a sealed biohazard plastic bag and a shipping box. The pushwire was outside of the catheter. The pipeline flex braid was not returned. The reason for not returning was not provided. When compared to the drawing the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was found on the pushwire. No damages were found with the catheter, tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis findings, the customer report of "failure to open at the distal end" could not be confirmed. The event cause could not be determined as the pipeline flex pushwire was returned without the braid. Therefore, any contributing factors from the braid could not be determined. No damages were found with the returned pushwire and catheter. Possible contributing factor includes patient tortuous anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex device did not open during a procedure. The procedure was completed with a new same size model ped. There were no reports of patient injury in association with this event. The patient was treated for a cavernous sinus aneurysm that was unruptured, and saccular. The max diameter was 10mm with a 6 mm neck. The distal landing zone was 3.4mm and the proximal was 3.5mm. The anatomy was reported to have been minimal in tortuosity.